Manufacturer narrative:
Additional information: b5. Updated information: b4, g4, g7, h2, h4, h10. The device history record for this oas pump lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Additional event and patient informaiton was requested from the site, but no response was received. Csi ID# (B)(4).

Event description:
There were no patient complications.

Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device was retained by the site. If the device is received for analysis, a supplemental report will be submitted when the device analysis is completed. (B)(4).

Event description:
During device testing prior to a procedure, the oas pump made an unusual sound, slowed down, and stopped. Troubleshooting was performed, which including restarting the pump from the power switch and unplugging the pump and plugging it back in, however, the issue was not resolved. The procedure was completed with balloon angioplasty. It was noted that the procedure was delayed by greater than 30 minutes.